Manufacturer narrative:
E1: facility name full name : (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported " a black foreign material came out during use" on the subject device. The issue was found during a diagnostic procedure, device was outside patient. The intended procedure was completed with the same device. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Since the device was not returned to olympus for inspection, a root cause of the reported failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.